Event description:
It was reported that: "pt revised due to infection, part was removed and another inserted."

Manufacturer narrative:
Additional info has been requested, and if received, will be provided in a supplemental report.